Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was not driving the disposable well and the disposable not able to perform as expected. The problem persisted when the disposables were changed out. A second like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. The unit ran the morcellator at various speeds clockwise and counter clockwise without an issie.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.